Event description:
As reported, the balloon of a 6 x 40 mm x 155 cm saberx percutaneous transluminal angioplasty (pta) dilatation catheter ruptured when the nominal pressure was exceeded as the device was being used for pre dilatation. The catheter was removed from the body of the patient and the procedure continued. There was no reported patient injury. The procedure was completed without any issues. The lesion was the external iliac artery. An ipsilateral retrograde approach was made from the left inguinal. The concomitant device is unknown. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was discarded due to suspicious infection disease.

Manufacturer narrative:
As reported, the balloon of a 6 x 40 mm x 155 cm saberx percutaneous transluminal angioplasty (pta) dilatation catheter ruptured when the nominal pressure was exceeded as the device was being used for pre-dilatation. The catheter was removed from the body of the patient and the procedure continued. There was no reported patient injury. The procedure was completed without any issues. The lesion was the external iliac artery. An ipsilateral retrograde approach was made from the left inguinal. The concomitant device is unknown. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82298974 presented no issues during the manufacturing process that can be related to the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural, handling, and/or anatomical factors such as vessel characteristics may have led to the reported event. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 6 x 40 mm x 155 cm saberx percutaneous transluminal angioplasty (pta) dilatation catheter ruptured when the nominal pressure was exceeded as the device was being used for predilatation. The catheter was removed from the body of the patient and the procedure continued. There was no reported patient injury. The procedure was completed without any issues. The lesion was the external iliac artery. An ipsilateral retrograde approach was made from the left inguinal. The concomitant device is unknown. The device was discarded due to suspicious infection disease.

Manufacturer narrative:
A product history record (phr) review of lot: 82298974 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.